Event description:
The report received from the affiliate indicated that after successful deployment of a palmaz genesis 6.0 x 18 stent mounted on a 142 cm. Amiia stent delivery system (sds), the physician experienced difficulty withdrawing the sds back into the non-cordis guiding sheath. The physician inflated and deflated the balloon of the sds once more and was still unable to withdraw it back into the guiding sheath. The sds and the guiding sheath were removed together successfully. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The procedure was a percutaneous transluminal renal angioplasty (ptra)/stent implantation. The target lesion was the right renal artery. The lesion was reported to be: an 80% stenosis, and not calcified or tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover or stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The balloon inflated and deflated normally. The balloon maintained pressure during inflation. The balloon did not seem to stick to the stent. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that after successful deployment of a palmaz genesis 6.0 x 18 stent mounted on a 142 cm. Amiia stent delivery system (sds), the physician experienced difficulty withdrawing the sds back into the non-cordis guiding sheath. The procedure was a percutaneous transluminal renal angioplasty (ptra)/stent implantation. There was no reported patient injury. The target lesion was the right renal artery. The lesion was reported to be: an (B)(6) stenosis, and not calcified or tortuous. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The balloon inflated and deflated normally. The balloon maintained pressure during inflation. The balloon did not seem to stick to the stent. During withdrawal through the guiding sheath difficulty was experienced. The physician inflated and deflated the balloon of the sds once more and was still unable to withdraw it back into the guiding sheath. The sds and the guiding sheath were removed together successfully. The procedure was completed successfully. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover or stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The catheter was removed intact. No additional information is available. The product was returned for inspection. One non sterile catheter sds rx gen. Amiia 6.0x18 142cm was received coiled in a plastic bag. The unit was inserted to a non-cordis sheath introducer; also an unknown guide wire was inserted to the device. Balloon was previously inflated and deflated; stent was not received with the device. Residues of dried blood were noted in the device. No damages were noted in the device. The unit was withdrawn without any difficulties. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿stent delivery system - withdrawal difficulty through the guide/sheath¿ was not confirmed since withdrawal test was performed without difficulty during analysis of the returned device. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the difficulties experienced by the customer could be related to the design and manufacturing process. No corrective action will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.